Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site. Additionally, the patient experienced charging difficulty due to the position of the ipg. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the scs system was explanted. The patient stated the therapy was not effective ( reference MFR. Report# 1627487-2017-03232).

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing.